Event description:
Information received by medtronic indicated that the retainer ring was cracked. The reservoir was able to lock in the place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Manufacturer narrative:
Retainer ring = clear. Device was returned for alleged cracked retainer ring on (B)(6) 2021. Device passed the displacement test and p-cap locks properly into reservoir, however, cracked retainer ring was noted during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case on corner of belt clip rails, cracked case (battery tube), cracked battery tube threads, faded serial label damage, and minor scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where cracked retainer ring was noted.